Event description:
It was reported that the marker failed to deploy. No patient consequence was reported. The case was completed with another marker.

Manufacturer narrative:
(B)(4): clear tip sheared at distal tip. Evaluation summary: the analysis results of the mam3001 applier found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. No incident related to the reported event was observed during the batch record review.